Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie b3 failed to be released. A field service engineer (fse) found that the lid latch had been broken but somehow the cubie lid would stay closed, logged into hta and forced releases the broken cubie. However, there were still issues with other cubies not opening and not releasing. So fse disassembled and reassembled the inside of the drawer. No issues were found inside the drawer so reseated all connections on the back of the drawer and found they the row board cable connection to the drawer board was very loose. The customer logged in and confirmed that everything was working correctly. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie b3 failed to release. The customer reported that users were unable to remove medications from cubie while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this incident.